Event description:
After the implant procedure was completed, the patient presented to the physician with a hematoma. Physician brought the patient to the or and drained the hematoma. Physician admitted the patient, left them intubated, and placed them on sedatives for two days until discharged.